Manufacturer narrative:
Patient ((B)(6)) indicates to reporter ((B)(6), rn) that in 2013 she was injected with artefill in the cheeks resulting in occlusion and necrosis at the time of injections. An exact injection timeframe is unknown at this time. The patient relays that she thinks treatment at that time included prp, ipl, genesis, and microneedling. The patient also indicates she now has big pores and a constant rash in the cheek and there are a couple of places where the layers of skin did not recover. The reporter, (B)(6), rn, was not the injector. The patient did not provide the name of the artefill injector and the injection information (including lot number) is unknown at this time. Per a phone call with the reporter ((B)(6)) on (B)(6) 2018, the patient's issue has resolved and the patient has booked an appointment to have bellafill (aka artefill) injected again. At that time (on (B)(6) 2018), (B)(6) was leaving for an extended vacation and stated she would respond to additional email questions when she returned. No further information has been provided at this time. In the 2013 timeframe of the artefill dermal filler injections, it was indicated solely for correction of the nasolabial folds. In addition the artefill IFU contained warning regarding vascular injection "artefill must not be implanted into blood vessels, implantation of artefill into dermal vessels may cause vascular occlusion, infarction, or embolic phenomena." Artefill (aka bellafill) is a single use device. Treatment syringes are intended to be discarded at the time of injection, per the 2013 artefill and current bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient with vascular occlusion resulting in necrosis after off-label artefill dermal filler injection.

Manufacturer narrative:
Patient (initials (B)(6)) indicates to reporter ((B)(6), rn) that in 2013 she was injected with artefill in the cheeks resulting in occlusion and necrosis at the time of injections. An exact injection timeframe is unknown at this time. The patient relays that she thinks treatment at that time included prp, ipl, genesis, and microneedling. The patient also indicates she now has big pores and a constant rash in the cheek and there are a couple of places where the layers of skin did not recover. The reporter, (B)(6), rn, was not the injector. The patient did not provide the name of the artefill injector and the injection information (including lot number) is unknown at this time. Per a phone call with the reporter ((B)(6)) on 09/26/18, the patient's issue has resolved and the patient has booked an appointment to have bellafill (aka artefill) injected again. At that time (on 09/26/18), (B)(6) was leaving for an extended vacation and stated she would respond to additional email questions when she returned. No further information has been provided at this time. In the 2013 timeframe of the artefill dermal filler injections, it was indicated solely for correction of the nasolabial folds. In addition the artefill IFU contained warning regarding vascular injection "artefill must not be implanted into blood vessels, implantation of artefill into dermal vessels may cause vascular occlusion, infarction, or embolic phenomena." Artefill (aka bellafill) is a single use device. Treatment syringes are intended to be discarded at the time of injection, per the 2013 artefill and current bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Follow up #1 dated 12/07/2018: patient provided additional information on 11/09/2018: injector was dr. (B)(6), (B)(6). (Suneva note: customer has not purchased product from suneva medical since march 2013.). Injection date was ~(B)(6) 2012 in the cheeks. There is skin is pitted where the necrosis had been. Updates have been made to the following sections in this emdr: corrected date of event due to new information provided by the patient (~(B)(6) 2012). Corrected date of injection due to new information provided by the patient (~(B)(6) 2012). This follow up includes corrections (of dates of injection and events), as well as additional information (including results of lot reviews). Updated the "method" to include review of potential lots based on new patient-provided injection timeframe. Potential lots were determined via customer shipping records. Replaced code 4119 "insufficient information available" with code 3331 "analysis of production records". No issues were noted with production records. All potential lots that could have been used in the (B)(6) 2012 timeframe were manufactured according to approved work instructions and met all acceptance criteria upon release. The artefill product has an 18 month shelf life, therefore all potential lots have since expired and retained lot samples are not available for review.

Event description:
Patient with vascular occlusion resulting in necrosis after off-label artefill dermal filler injection.